Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up information revealed the sjm representative met with the patient for reprogramming. Diagnostic testing revealed high impedance reading on one lead contact. However, reprogramming was able to achieve effective therapy in the patient's right hip & leg, however, the patient continued to feel pain in her low back.. Therefore, the sjm representative gave the patient several new programs in an attempt to provide adequate pain relief in the patient's low back prior to any additional interventions. The patient will follow up with the physician as the next course of action.

Event description:
It was reported the patient is experiencing ineffective stimulation in her targeted area of pain. The physician stated x-rays revealed the lead was not in the appropriate location. The patient will consult with the physician and may undergo surgical intervention as the next course of action.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.(B)(4)